Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was successfully implanted with a complete seal. Post implant, the medication regime was followed; however, during the 1-year follow-up tee, a clot was noted on the face of the watchman device. The patient was started on eliquis and a follow-up tee will be performed in a few months.